Manufacturer narrative:
The calibration performed on (B)(6) 2022 showed that calibration 2's signal counts were slightly below the lower expected value. All qc findings prior to the events related to the reagent pack used for sample 1's initial run, first and second reruns and sample 2's initial run and first rerun were within ±1 sd range. Based on the qc chart provided, it is assumed that no qc was run related to the reagent pack used for sample 2's second rerun. Product labeling states "controls for the various concentration ranges should be run individually at least once every 24 hours when the test is in use, once per reagent kit, and following each calibration." Based on the provided data, an issue with the used reagent is unlikely. The centrifugation speed was unknown. The centrifugation time was 3 minutes. A pre-analytical issue cannot be excluded. The alarm trace between 07-nov-2022 and 11-nov-2022 did not indicate any issues. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter received questionable elecsys troponin t hs stat results for two patient samples tested on a cobas 6000 e601 module. The initial results were reported to the clinician. Sample 1: the initial result at 11:41 am was 15.15 pg/ml with a data flag. The first repeat result at 12:13 pm was 5.75 pg/ml. The second repeat result at 12:37 pm was 5.46 pg/ml. This result was released to the patient. Sample 2: the initial result at 4:47 pm was 50.22 pg/ml with a data flag. The first repeat result at 5:22 pm was 5.08 pg/ml. The second repeat result at 6:18 pm was 8.68 pg/ml. This result was released to the patient. The reagent lot number is 59637200. The expiration date is 31-mar-2023.